Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion error was not reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Alarms but it could not be determined if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device for upstream occlusion testing but did not observe any symptom or potential causes of the reported problem. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.